Manufacturer narrative:
(B)(4).

Event description:
It was reported by the sales rep that during an ent (ear, nose & throat) case, after the fifth firing the clips crossed and the applier locks. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n91088. The analysis results found that the mcs20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). No further testing could be performed due to the returned condition of the device. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.